Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was attempting a complete supply change but they were met with the inability to press "yes" on their ilet touchscreen during the fill tubing stage. The user was guided through troubleshooting to no avail. A replacement pump was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.